Event description:
Noise on mapping system and recording system. Checked connections and pin placements with no change. Replaced cable, no change. Determined the noise came from carto connection module. Replaced the module, noise resolved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".